Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set detachment events from (B)(6) 2025. The site of detachment was connector. The infusion set was in use for thirty-two hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.